Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. High thresholds and loss of capture (with no asystole) were observed clinically. The lead was repositioned. No adverse patient effects were reported.